Event description:
It reported the pt was implanted with a spinal cord stimulator with cervical lead placement for treatment of dominant left sided rsd. Following insertion of the lead's impedance testing was done and the pt checked for therapy coverage. The pt received good coverage and impedance readings were all fine (between 500 and 700 ohms). The ins was inserted and the leads connected in the usual fashion. The pt was wheeled into the recovery room following the case. Upon programming the pt in recovery, it was possible to capture excellent stimulation on the dominant left side where 90% of her complaint was noted. Good paraesthesia was obtained. It was not possible to get any stimulation on the right side. A routine impedance check found all contacts to be >10000 ohms. Given the pt's coverage on the left side the hcp was not inclined to take the pt back to the or at that time. Post operative instructions were provided, and the case was concluded with the device programmed on the left lead.

Manufacturer narrative:
(B) (4)